Manufacturer narrative:
(B)(4).it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that part of the patient's lead was exposed behind the ear along the tunneling site. The physician believed that the infection was not related to the device but was caused by tunneling. The patient was placed on antibiotics.